Manufacturer narrative:
Siemens became aware of the reported event on (B)(4), 2012. Siemens' investigation into the reported occurrence is on-going. Siemens will submit a supplemental report upon completion of the investigation. Customer address: (B)(6).

Event description:
Siemens received a report on (B)(6) 2012 that on the second day of treatment the couch values were still at the default values of 0 (zero) during treatment delivery to the patient. There was no override request from the user. Reportedly, the customer used default couch values for the initial treatment plan where the values are all 0 (zero). The first treatment was setup and delivered by using the actual couch values intended for treatment. The couch copy function was then used to copy the new values into the treatment plan. However, it was noted that after the second treatment the couch values were still at the default values of 0 (zero) during treatment delivery to the patient. This reported incident occurred in (B)(6).